Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis suggests clinical observations are a known medical risk.

Event description:
It was reported that this insertable cardiac monitor (icm) device had migrated into the breast of the patient. Additional information from the boston scientific representative provided the physician found false pause events had been stored because of undersensing. The patient reported they wanted the device removed because of the migration toward their breast. The physician suggested the device be explanted. Another physician subsequently explanted the device. No other devices have been implanted at this time. The device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device had migrated into the breast of the patient. Additional information from the boston scientific representative provided the physician found false pause events had been stored because of undersensing. The patient reported they wanted the device removed because of the migration toward their breast. The physician suggested the device be explanted. Another physician subsequently explanted the device. No other devices have been implanted at this time. The device has been returned for analysis. No additional adverse patient effects were reported.